Event description:
It was reported that a remote transmission found that the device experienced a power on reset (por). The patient was brought into the clinic and the por was cleared and the device was reprogrammed back to the original settings. It was noted that the patient recently completed multiple radiation treatment for lung cancer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. (B)(4). The power on reset (por) severity is low so the device shouldbe able to fully recover after reset. The patient was exposed to radiation therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).